Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on a trilogy 100 device. There was no harm or injury reported. During the evaluation of the device at the third-party vendor's service center, a "e-133 - control_flow_railed" code was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.